Event description:
The following information was reported: the sealant was stuck on the end of the tamp tube and came out upon removal of tamp tube. The device was discarded at the hospital. Procedure: peripheral diagnostic. Vessel size: 6mm. Stick location: common femoral artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1415703) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.